Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check therapy pad¿ messages, damaged te pad, connector stuck) was confirmed due to the trunk cable connector being damaged and unable to latch to a monitor. The electrode belt was unable to pass detect and treat testing. The root cause for the damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector was stuck, te pad was damaged, and was displaying "check therapy pad" messages.